Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported does not recognize open door, which was reproduced during evaluation. The cause was determined to be an out of adjustment upper latch switch. The upper latch switch was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not recognize an open door. There was no known patient injury, or medical intervention associated with this event. No additional information is available.